Manufacturer narrative:
Date of event: date of procedure unknown, used the first date of the month of the aware date.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 16mm synergy xd was selected for treatment. During preparation outside the patient body, the stent was removed from the balloon delivery system while removing the stent protector sleeve. The procedure was completed with another of the same device. There was no harm to the patient.

Manufacturer narrative:
Device evaluation by MFR: the synergy xd mr us 3.50 x 16mm stent delivery system was returned for analysis with the stent protector and the product mandrel inserted, both were removed distally without issue. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 16mm synergy xd was selected for treatment. During preparation outside the patient body, the stent was removed from the balloon delivery system while removing the stent protector sleeve. The procedure was completed with another of the same device. There was no harm to patient.